Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. Procedure: the patient had right total hip replacement outside hospital (B)(6) 2011. After the hip replacement, patient presented with instability failure, then underwent revision with remaining cup, other components exchanged (B)(6) 2018. Because of extensive soft tissue destruction that led patient presenting symptom of instability, patient underwent right total hip revision liner, head, and proximal rms (body) components exchanged on (B)(6) 2019.